Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rn the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band prematurely deflated causing the patient to bleed and, the staff controlled the bleeding while another tr band was applied. The second tr band worked. Approximately 12mls of air was injected into the tr band when it was applied. As soon as the patient was wheeled into the post op bay they noticed the bleeding. They believe the leak is coming from the valve. No other damage was noticed on the tr band. The procedure performed prior to the use of the tr band was heart catheterization. The estimated blood loss was less than 250cc.